Manufacturer narrative:
During handpiece analysis it was found out the broken toll was stuck inside it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handpiece had broken tool stuck inside it. There was no patient impact.

Manufacturer narrative:
H3: analysis found only a portion of the inner assembly (proximal end) was returned, placed in a small resealable bag and enclosed within a plastic sleeve. Upon receipt, traces of black residue were observed at the distal end of the inner hub. Additionally, the distal end outside diameter of the inner hub was observed to be deformed. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.372 inches in deformed area which was out of specifications. Functional testing could not be performed due to the damaged and incomplete condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.